Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of an increase in pacing thresholds. The patient is pacemaker dependent. This device (ventak av) is involved in a product advisory.